Manufacturer narrative:
Internal complaint reference: (B)(4). H10 b5: event description updated.

Event description:
It was reported that during an arthroscopy, when the surgeon used the twinfix ultra anchor, the first time it was not implanted, and the second time the implantation was repeated, the anchor head was found to be broken. The procedure was successfully completed using a smith and nephew back up device. There was no delay. The back up device was used in the originally drilled bone whole, so no void was left in the patient. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an arthroscopy, when the surgeon used the twinfix ultra anchor, the first time it was not implanted, and the second time the implantation was repeated, the anchor head was found to be broken. The procedure was successfully completed using a smith and nephew back up device. It is unknown if there was a delay. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with the anchor and suture strings in place. The anchor is fractured just below the proximal end of the suture window. The prongs at the distal end of the insertion shaft are deformed. There is biological debris on the returned items. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A review of the material specifications found that the raw material strength requirements and storage requirements specified and each lot must be accompanied by a material certificate of analysis. The root cause has been associated with a component failure. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event. Based on this investigation, the need for corrective action is not indicated.